Event description:
Meter name: surestep enhanced. Strip name: surestep teststrips. Meter code: unk. Strip code: unk. Strip storage: symptoms: dizzy, sweaty, passed out. A pt reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was 1mg/dl. The result on the ER meter was: result unk. No comparison reported. Treatment was "given insulin to bring up blood sugar". Customer was treated at home by consuming peanut butter and orange juice. No further info has been reported.